Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17645829) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during surgery the tip of the outback elite cto catheter completely came off from the device and stayed in the patient. There was no reported patient injury. The device will be returned for analysis. As of note ¿it was an unfortunate situation, however patient safety was not compromised¿.

Manufacturer narrative:
As reported, during surgery, the tip of the outback elite catheter completely came off from the device and stayed in the patient. There was no reported patient injury. As of note, ¿it was an unfortunate situation, however patient safety was not compromised.¿ attempts to gather further information were unsuccessful. One non-sterile outback elite 80cm re-entry was received coiled inside a plastic bag. The cannula was not deployed. The nose cone was received separated and was not returned. No other anomalies were observed. Functional analysis (deployment process) was performed and the cannula could be deployed without any issues. The unit was sent to scanning electron microscope (sem) analysis to determine the root cause of the tip separation. Sem results showed that the body surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/pulled until separation. Stretching/pulling could have been related to these separation characteristics. A review of the manufacturing documentation associated with lot 17645829 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. The malfunction reported by the customer as ¿catheter tip/distal tip-fractured/separated - in patient¿ was confirmed due to the separated condition of the unit received. The exact cause of this event could not be conclusively determined during the analysis. However, as per the product analysis, procedural/handling factors might have contributed to those events. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Neither the product analysis nor the manufacturing records reviews suggest that the events could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections d10, g3, g4, h2 and h3 have been updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt.